Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system (dxc 800) gave some blank absorbance errors while running controls for daily-startup. Bec customer technical support instructed the customer to perform as-needed maintenance #9 to wash cuvettes with cartridge chemistry wash solution. Customer reported that the dxc 800 gave blank absorbance low on ast (aspartate aminotransferase) and alt (alanine aminotransferase) after performing the required maintenance. Customer reported that there was fluid on the spill tray under the reagent a probe and the reagent b probe. Customer reported that there was approximately 1 1/2 cubic centimeter of clear fluid under the a probe and 1 cubic centimeter under the b probe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a failing main vacuum pump. The fse replaced the pump with a rebuilt pump.

Manufacturer narrative:
(B)(4).